Event description:
It was reported during a follow up appointment, that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message, and was emitting tones. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical service (ts) recommended device replacement in the near future. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the incident description for more information regarding the specific circumstances of this event.

Event description:
It was reported during a follow up appointment, that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message, and was emitting tones. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical service (ts) recommended device replacement in the near future. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.